Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high frequency noise observed via the remote monitoring system. It was noted that the patient had undergone a cardioversion procedure several weeks prior and was assigned a remote monitor at that time. Upon completing setup of the monitor several alerts were transmitted to the system. Boston scientific technical services (ts) reviewed available data indicating high out-of-range rv pace impedance measurements were observed over the previous month resulting in a switch from bipolar to unipolar therapy. There was also evidence of minute ventilation (mv) sensor noise resulting in pacing inhibition. There were some instances of mv noise observed on the right atrial (ra) lead channel as well though it was not always sensed. The patient presented for additional testing at which time the device was reprogrammed to unipolar pacing with bipolar sensing; the mv sensor was also turned off and device set to fixed sensitivity. Provocation testing yielded minimal noise and all measurements were within normal limits. The observed pacing inhibition did not result in any adverse patient effects or injury as the patient was noted to have an underlying bradycardic rhythm. The patient will continue to be followed remotely with an additional in-clinic follow-up scheduled for a future date.